Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to clinic, the right ventricular lead exhibited noise via merlin.net. The patient would be scheduled for a chest x-ray.